Event description:
Cardiac surgery ICU personnel responded to a person in cardiac arrest. The device was connected to the patient with disposable defibrillation/ECG electrodes and the device charged. According to the reporter, the device would not transfer energy in three attempts. On the fourth attempt, the device charged and transferred energy and subsequently operated properly. The patient was resuscitated.